Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00412721_1644408-2023-01146_ft; 114907, s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Humeral stem was lose.